Event description:
It was reported that a pt underwent insertion of a second sling device in 2008. At the one week post-operative visit, the pt was doing well. At six weeks, the pt had a tape exposure in the right vaginal sulcus. The pt is now continent but unable to have intercourse due to the exposure and wants the tape resected. The surgeon indicated she planned on performing the procedure in 2007, and that the pt understands her risk of recurrent stress urinary incontinence. The surgeon opines that this recurrent exposure must be a result of a mechanical problem relative to how the pt moves.

Manufacturer narrative:
Date sent to the FDA: 04/03/2008. Mesh exposure occurred conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00055. The same pt is represented in each medwatch.